Manufacturer narrative:
Results of the mar relayed by the engineer: the appearance of the fracture surface suggests bending overload fracture. Results of the per relayed by the engineer: based on this investigation, the part left biomet in a conforming condition and it appears that the part had been subjected to a bending overload and fractured the short pin. Root cause was attributed to customer error. Review of device history records found units released for distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for item: 32-486510 lot: zb091210 combination. Relayed completion of investigation to the sales rep via email on october 6, 2014. Requested to verbally relay results to the customer. Inconclusive-root cause cannot be determined; use error caused or contributed to event; known inherent risk of procedure - condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Complaint received via call center on july 29, 2014. It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the instrument fractured. There was no delay in the procedure. No pieces fell into the patient. The surgeon used his hands to complete the procedure.